Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version, 1.1.5. Cloud - smartphone operating system, 18.3. Cloud - smartphone hardware, iphone14.4. Cloud - cgm sensor type, g6.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed at initial activation. The patient reports upon removal of the pod the cannula had deployed late.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages to the bottom housing and environmental seal were observed. No timeouts or drive stalls were observed. No damages or deficiencies to the needle mechanism were observed that could have resulted in the needle deploying late. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported event could not be determined.